Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin I result is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Three separate blood samples were drawn from the same pt and tested with the immulite 2500 troponin I assay. The troponin I result from the first draw was positive, the result from the second draw was negative, and the result from the third draw was positive. The pt sample from the second draw was retested for troponin I testing and the results were positive. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant troponin I results.